Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" issue was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced shaking, blurry vision and sweating. The customer was able to self-treat by taking 26 units of insulin due to sugar was over 300, and then ate brownie, bag of chips and two cans of pop due to sugar was way low. There was no report of death or permanent impairment associated with this event.